Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reiterated that the actions/interventions taken was there were multiple attempts to recharge with various rechargers were tried, but due to battery laying almost perpendicular to her skin, maintaining connectivity is nearly impossible. They are waiting to hear from the doctor regarding scheduling a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when trying to charge the ins on the morning of the report it kept saying reposition and couldn't find it. The patient reported that it would say poor quality. The ins battery was red and the controller was fully charged. The patient reported that she didn't charge her ins for the first couple of weeks because of surgical pain. The patient reported that she could only get excellent coupling if she held the recharge antenna with her hand and it would go to poor if she only wore the belt. The patient had the antenna against the skin. The patient also reported that the ins didn't seem flat in the pocket. No further complications were reported. Additional information was received from a patient via manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). Patient is having extreme difficulties being able to recharge their device. Their device is tipped in the pocket such that the rechargeable component of the intellis battery cannot connect with the recharger. The patient apparently has had multiple rechargers and the manufacturer representative (rep) tried a new one as well and although you can connect with the battery (ins), regardless of where the recharger is positioned the connectivity drops. The battery needs to be repositioned such that it will be parallel with their body as compared to almost perpendicular as it is now. Rep also stated surgical intervention is planned but has not been scheduled. This issue has not been resolved. No symptoms were reported.

Event description:
Additional information from the rep indicated that surgical intervention has not been scheduled at this time. Patient is still waiting for a pocket revision to be scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.